Manufacturer narrative:
Findings: reliability analysis inspected 2 opened/used partial enlite sensors and performed bicarbonate buffer test per dop (B)(4). One of two sensors failed for low readings 1 remaining sensor passed per specification with accurate readings. Complaint against sen-serter customer return sensor only. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It is reported that a customer received a calibration error alarm on their insulin pump. The patient's blood glucose level was at 93 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor. No further information was provided.